Event description:
Pt received 2 burns on upper anterior chest from ECG monitor; 4 leads were in place. Connections were padded. None of the leads were crossed. Main wire was sandwiched between 2 long pads & secured at foot of bed. Pt arms were restrained to ant. Abdomen & padded on both sides of scanner bore. Pt was very diaphoretic. Leads may have tented causing radio frequency burns. These were full-thickness burns. Pt was anesthesized at the time.